Event description:
An advocate from the (B)(6) ran a blood test on her daughter at 11:12pm using the contour link and received a reading of 1.2mmol/l. The mother woke her up to give her 3 dextrose tabs. She retested her at 11:17pm and the readings were hi and 19.8mmol/l. She also ran a test on the contour meter and received a result of 21.7mmol/l. The daughter had hyperglycemic symptoms and felt nauseous. She was then given an injection of insulin base on the reading of 19.8mmol/l. The test strips are expected to be returned for evaluation.